Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a 2000ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bag was defective. The defect was further described as a leak coming from the middle port. This issue was identified during setup and preparation prior to patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
H4: lot manufactured between june 23, 2020 to june 24, 2020. H10: the device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional testing was performed with tap water which observed leak was observed at the spike port weld in back of the bag. Magnified inspection verified a small tear/hole at the back side spike port weld of the bag where the leak occurred. The reported condition was verified at the spike port weld. The cause of the tear/hole could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.